Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported at the first output the knife wire broke during an endoscopic sphincterotomy procedure involving an olympus single use 2-lumen sphincterotome. The customer suspected that the cause may have occurred due to two guidewires placed wherein the guidewire may have come in contact. There was no patient injury reported and no delayed reports.